Event description:
It was reported that the lead exhibited a sensing anomaly. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion 5.8 cm from the connector end. The proximal coil was exposed. The location of the abrasion was consistent with that of friction to the can. This would account for the sensing anomaly encountered in the field.